Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side/vertical misalignment of the grips causing issue reported by the customer. Additional observation(s) not reported by site: during visual inspection, the instrument was found to have thermal damage charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument did not close all the way and was unable to properly handle tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was unable to obtain any further information.